Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.116¿ x 0.1210¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. .

Event description:
It was reported that the 8mm permanent cautery spatula (pcs) instrument would be returned with no failure stated. No known impact or patient consequence was reported.